Manufacturer narrative:
If any additional information is provided by the customer, it will be submitted to the FDA through a 3500a supplemental as required. (B)(4). The system was removed from hospital and investigated. The following tests were performed: pacing router, impedance between cs1 and cs2 inputs, ablation current leakage measurement from cs1 & cs2. All tests passed. Recordings files were analyzed to reconstruct the case flow with the possible problems, which the physician suspected. Records showed normal behavior of the system during the case. System found functioning. A DHR review was performed. No anomalies were noted in manufacturing or service.

Event description:
It was reported that during an afib ablation procedure while isolating the pulmonary vein, the patient had a tamponade. They used a navistar thermocool d-f curve (as usual), and a cs catheter from biotronik (alcath 10 electrodes, with a distal tip electrode). All catheters were connected to the piu.

Manufacturer narrative:
Upon follow-up, additional information was provided by the facility. The impedance was in a normal range (125-135 ohms) and the physician didn't see any impedance rise or he didn't feel any pop. During isolation of the lpv, they were pacing from the distal tip of the cs. Suddenly they had a drop in blood pressure and with echo they saw epicardial effusion so they drained the blood and stabilized the patient. At the end of the procedure, when they retracted the catheters (navistar, lasso nav and alcath cs catheter) they suddenly saw a fast decrease in blood pressure. They drained the blood but it didn't stop the bleeding. Therefore the surgeon opened the chest to stop the bleeding and it seemed that there was a white area where the blood was coming out. This white area was located were the tip of the cs catheter was placed and was at the pericardial side of the coronary sinus. Concomitant devices: indifferent electrodes cable, us catalog # 39d-12x, lot # 70614-12a. Carto 3 system interface cable, us catalog # cb3434ct, lot # 60722. Carto 3 system interface cable, us catalog # cr3425ct, lot # 60660. Carto 3 system interface cable, us catalog # cb3410ct, lot # 59048. Carto 3 system interface cable, us catalog # cy1210ct, lot # 58397. Catheter connection cable us catalog # 39e-43r, lot # 081020-43 & lot # 070622-43. Stockert 70 rf generator, us catalog # s7001, (B)(4). Lasso 2515 nav variable catheter, catalog # ln122515ct, lot # 15341824l. Ez steer thermocool nav bi-directional catheter, catalog # bni75tcdfh, lot # 15319051m. (B)(4).